Event description:
Litigation alleges patient suffers from severe pain, discomfort, and inflammation. Litigation also alleges large amounts of toxic cobalt-chromium metal ions and particles to be released into the plaintiffs blood, tissue, and bone.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
(B)(4).

Event description:
There were no new allegations reported. Added stem due to previously alleged large amounts of toxic cobalt-chromium metal ions. Updated patient's residence, date of birth. Added lawyer. Doi: (B)(6) 2007 - dor: none reported (right hip).